Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, during the procedure, the snare loop broke when it was cutting through a polyp. The complainant noted that no part of the device had detached. A second sensation jumbo oval snare was used (with the same generator settings) to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.